Event description:
It was reported that there was an alert received due to out-of-range right ventricular (rv) lead pacing impedance measurement, measuring greater than 3,000 ohms. The patient was seen for a follow-up visit and troubleshooting was performed and found no abnormalities. Additionally, there was no observations of noise. The decision was to re-program the device unipolar. At this time, the pacemaker and rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Correcting field d6 implant date.

Event description:
It was reported that there was an alert received due to out-of-range right ventricular (rv) lead pacing impedance measurement, measuring greater than 3,000 ohms. The patient was seen for a follow-up visit and troubleshooting was performed and found no abnormalities. Additionally, there was no observations of noise. The decision was to re-program the device unipolar. At this time, the pacemaker and rv lead remains in service. No adverse patient effects were reported.